Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) level was 471 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.